Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was 95 mg/dl.